Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a penumbra coil detachment handle (handle) and penumbra coil 400s (pc400s). During the procedure, the physician successfully placed a pc400 using the handle after advancing through a px slim delivery microcatheter (px slim). The physician then advanced the pc400 into the target location through the px slim and attempted to detach the pc400 using the same handle, however the pc400 did not detach, despite the black pet lock being separated. The physician therefore attempted to manually detach the coil by pulling on the nitinol wire, and then by breaking the hypotube to attempt to detach the coil, but was unsuccessful. The physician then flushed and jiggled the px slim and pull wire, eventually causing the pc400 to detach. The procedure was completed at this point as this was the last coil needed. It was reported that there was excessive tortuosity within the entire internal carotid artery (ica), from the low cervical all the way up to the bifurcation. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00127.